Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the peeling of the coating at the connecting tube, the cause was due to some kind of stress, such as damage or deterioration of parts. The date of the event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited peeling of the coating at the connecting tube. There was no patient involvement.